Manufacturer narrative:
Model number: 720185-01, lot number: 1000158183, model description: reservoir flat iz 100 ml. (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to an infection. A new 12mm x 20cm spectra penile prosthesis device was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.